Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received 11 false positive results when testing with the using the cue covid-19 test for home and over the counter (otc) use. This report is to document 1 of the 11 false positive results. See related cases for the additional false positive results. Customer received a false positive result on (B)(6) 2022; cartridge sn (B)(4), lot 26499b, reader sn (B)(4). No further information was provided regarding these false positive results.